Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump produced a clunky noise during motor rewind, generated repeated occlusion alarms despite visible insulin drops after a full supply change, and was believed by the user to have a malfunctioning motor; the user provided a video of the piston or motor noise and transitioned to multiple daily injections. Symptoms included hyperglycemia with a blood glucose of 271 mg/dl and no ketones. Outcomes included device interruption requiring a switch to subcutaneous insulin by pen and shipment of a replacement device. Investigation included customer troubleshooting and education and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device and the complaint was not confirmed.